Event description:
Following the successful embolization of a ruptured left posterior cerebellar aneurysm, "the pt woke up with signs of a recurrent hemorrhage". This was confirmed on CT scan. The number of coils used in the procedure was not disclosed. The physician is uncertain as to when the bleed occurred and stated "rupture may have occurred during intubation". There was no reported neurological deficit to the pt due to the reported event.

Manufacturer narrative:
Other for no allegation of device malfunction or nonconformance.